Event description:
It was reported that during a case, when the surgeon entered the nasal passage, the accuracy was off by 1 centimeter.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: b2 additional data: h4.

Event description:
It was reported that during a case, when the surgeon entered the nasal passage, the accuracy was off by 1 centimeter.